Event description:
The hcp reported that the pt developed an infection at the ipg site. The pt was treated with IV antibiotics and the device system explanted in 2004. Cultures were positive for staphylococcus aureus. The pt will be scheduled for re-implantation once the infection has resolved.